Manufacturer narrative:
In the finalized investigation the documentation has been checked. No reports in production journals related to reported issue. Reference samples taken from storage has been checked in pressure test. No leakage observed during the test. All samples are fully functional. The defective sampler from the customer was not returned. As the defective sampler was not delivered and all reference samples are fully functional- the root cause cannot be identified and remains as unknown.

Manufacturer narrative:
It is stated that the device is not available for evaluation. Radiometer has asked the customer to return the affected sampler, but have not received any answer yet.

Event description:
The (B)(6) 2020, the nurse has been exposed to blood because of a safepico syringe default. Just after drawing an arterial sample, she tried to purge it and blood leaked by the piston which caused a blood spillage. It was reported that the blood sprayed on the clothes of the nurse. No blood came into contact with the skin or mucous membranes of the nurse, she was wearing a blouse and protective glasses. The customer reported this incident to the local authorities (ansm).